Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2014 with blood glucose over 800 mg/dl. Customer was hospitalized due to an occluded cannula and high blood glucose. Customer had diabetic ketoacidosis and her set in her body was occluded. Customer was wearing the pump at the time of the emergency room visit. Customer was forced to go on an insulin drip while at the hospital. Customer mentioned that she had spoken to her health care professional but ended up needing to go to the hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.